Manufacturer narrative:
The distributor replaced the bellows housing. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor replaced the bellows housing.

Event description:
The distributor reported the bellows housing was cracked, affecting mechanical ventilation. There was no report of patient involvement.